Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was explanted in a secondary surgical procedure from a patient's left eye due to patient experiencing blurry vision, diplopia, and eye strain. The issue was noted during post-op examination. It is unknown whether the issue impacted the patient¿s daily activities, whether the patient sought medical attention, or whether any medication was prescribed outside of standard care. The procedure was completed using a replacement toric lens of a different model but with the same diopter (diu225, 21.5d) as the original lens. There were no unplanned surgical interventions such as vitrectomy, incision enlargement or sutures required. The directions for use were followed. It is unknown whether there were any procedural delays. The patient has fully recovered. No further information was provided.